Event description:
A (B)(6) male pt contacted zoll corporation support to report that he was receiving adjust belt messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the cable running from ECG c to the distribution node was damaged. The cable was pulled from the distribution node, exposing wires. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.